Manufacturer narrative:
The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with heme encroaching pupillary axis in which the visual acuity was being affected in the (od (ocular dexter)) post treatment. A flap lift and rinse was performed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of dry eye and mentioned that the od was blurrier than the (os (ocular sinister)). The patient is now being treated for dry eye. Patient reported symptoms are not interfering with daily activities. It was stated that patient's symptoms resolved on (B)(6) 2018. Bcva from (B)(6) 2018: right eye: post-op: 20/20, .00 x .00 x 90. Left eye: post-op: 20/20, .00 x .00 x 90.